Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/06/2022. H6 component code: g07002 no device problem found. H3 investigational summary: three boxes were received with six sterile reloads each one was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Eighteen sterile reloads were received. According to our analysis process, thirteen samples were taken randomly to be analyzed. Visual analysis of the returned samples revealed that mic4032 reloads were received with no apparent damage and two clips loaded. The reloads were tested for functionality with the test device. Upon functional testing of the device, the instrument loaded, retained, and deployed the 2 clips as intended. The clips were from as intended and conforming to our manufacturing requirements. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qbbdbxq0, and no non-conformance were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. How was procedure successfully completed? Note: events reported in 2210968-2021-11847 and 2210968-2021-11849.

Event description:
It was reported that a patient underwent a gastrectomy on (B)(6) 2021 and a suture clip was used. During the procedure, the clip slipped despite being closed. There were no adverse patient consequences. No additional information was provided.